Event description:
It was reported that during a revision procedure the cylinder/pump pre-connect was not implanted due to patient anatomy with an inflatable penile prosthesis (ipp). The ipp pre-connect was not implanted and a new ipp cylinder and pump was implanted.

Event description:
It was reported that during a revision procedure the cylinder/pump pre-connect was not implanted due to patient anatomy the patient's cavernous was too narrow for the pre-connect with an inflatable penile prosthesis (ipp). The ipp pre-connect was not implanted and a new ipp cylinder and pump was implanted. The patient got well following the procedure.

Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation did not find any malfunctions as the returned device performed within all testing specifications.